Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped charging the ipg. As a result, the ipg became inoperable and patient lost therapy. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored postoperatively.